Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient experienced constipation. On an unreported date, the patient experienced a bug in his bowels and was hospitalized on (B)(6) 2012 while traveling in the USA. Remedial treatment was not reported. During the call, the caregiver reported the patient was in the hospital in (B)(6) and would be going back to (B)(6) for further hospitalization as the patient was ill and had an infection. On (B)(6) 2012, baxter (B)(4) received the following information from the nurse from (B)(6). The patient experienced constipation, experienced a bug in his bowels which transferred over to the peritoneum, causing peritonitis. At the time of this report, the patient was still hospitalized. The peritonitis was unrelated. Bug in his bowels and constipation-not reported. The nurse declined further contact.

Manufacturer narrative:
(B)(4). This complaint for peritonitis no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore the complaint is not confirmed and the assignable cause is determined as no device or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.